Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval. Shall be completed and a supplemental report will be filed. No conclusion can be drawn at this time.

Event description:
The reporter reported, the insulin pump was set to the incorrect unit of measure, mmol/l, which the pt received in september 2010. There was no adverse event associated with this issue.